Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Date of event: customer reported that event happened in (B)(6) of 2019 so date reported is an estimated date.

Event description:
It was reported that the set leaked at the y port. The nurse placed a pressure bag on it and at one of the y ports, the line failed and fluid began leaking, not sure how much pressure was used. There was no patient harm or impact.